Event description:
I had a bilateral mastectomy due to breast cancer. I had implants reconstructed surgery. Mentor smooth gel implant was used. (B)(4). I started getting sick about 6 months later. Chronic fatigue, severe joint pain, brain fog, irritable bowel, severe inflammation, swollen and painful lymph nodes. After letting my plastic surgeon know, she ordered an ultrasound and MRI to be sure I did not have a rupture. I did not. Plastic surgeon recommended taking out my implants due to implant illness. I had them removed on (B)(6) 2023. Inflammation was immediately gone. It's too soon to tell what will happen with my other symptoms. I was never told these implants could cause this. I was told they were safe and I may need to switch them out in 20 years. I was never told these implants may cause different types of cancer as well. If I would have been given this information, I would never have put them in my body.